Event description:
It was reported that the insulin pump alarmed power loss. The caller stated that the insulin pump had alarmed several times when the battery had been out of the insulin pump for less than 10 minutes. The caller did not know the blood glucose reading. The customer was advised to insert a new battery after at least 1 hour, and the alarm recurred. The customer was advised that the internal backup battery could not be charged. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. No unexpected power loss alarm was noted. The insulin pump was returned for a power loss alarm. Long trace analysis did not confirm that the alarm was triggered. Backup battery unloaded voltage did not drop below 3.7 v for consecutive 240 minutes. The insulin pump was received with a cracked reservoir tube lip, scratched case and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.